Manufacturer narrative:
Section a3b, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that fibrin was observed around the preloaded monofocal intraocular lens (iol) implanted in the patient's left eye. The account also indicated that despite the use of two types of antibiotic eye drops and steroid eye drops, the fibrin did not resolve around the iol. Visual acuity has been improving, reaching 0.5 and 0.6 previously and improving to 0.8 on (B)(6) 2026. Endothelial cell measurement was not possible; however, since no corneal decompensation was present, it was considered likely to be acceptable. No further information was provided.